Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records was completed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultrasound guided breast biopsy procedure the device allegedly self activated. The procedure was completed with another device. There was no patient contact.

Event description:
It was reported that during preparation for an ultrasound guided breast biopsy procedure the device allegedly self activated. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The cannula self-activated during the drop test, therefore in the investigation is confirmed for the alleged self-activation. An x-ray showed insufficient cannula tang engagement and upon disassembly it was noted that the left bumper was overlapped by the stylet spring. It is likely that the bent left bumper contributed to the reported and identified self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate